Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose level was 600 mg/dl. Customer also stated that the insulin pump did not working and had pump error post-reset ram crc alarm. Customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08620 inches. Insulin pump received with normal operating currents. No unexpected battery power loss noted. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.